Manufacturer narrative:
(B)(4).

Event description:
Procedure: unk. According to the reporter: the loading unit of endo gia 45-2.5 had been stuck after firing. The knife of the loading unit cannot pull back. Another instrument was used to pull the knife back. The surgeon had to over sew the tissue. The surgical procedure was extended by more than 30 minutes due to this problem. There was not any blood loss of 250 cc or more due to this problem nor was there any additional tissue loss.